Event description:
It was reported that the patient had a spring wire guide (swg) cut down and peripherally inserted central catheter (PICC) inserted for infusion of IV antibiotics. It is unknown how the complication was noticed, but as a result, the patient was transferred to the children's hospital where the piece of the swg that remained in the patient was removed by the cardiologist.

Manufacturer narrative:
Sample will not be returned for evaluation.